Event description:
On (B)(6) 2013, I had lasik eye surgery done. Now, over a year later, I still experience extremely dry eyes. I have to use eye drops numerous times daily, and even in the middle of the night. Manufacturer reported as: minnesota eye consultants.